Event description:
It was reported to philips that the system was unable to boot up, stalling at "00:00". The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) visited onsite found that the dc power supply in the m cabinet was unstable, confirming dcps (direct current power supply) malfunction. A review of the system log file confirmed that the system boot was stalled. Although the supplier's analysis couldn't conclusively determine the cause of the dcps failure, the issue was resolved by replacing the dcps. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.